Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date and not prepping the surface skin with an antiseptic solution have been ruled out. Additionally, not irrigating the incision site with an antibiotic solution before closure, multiple tunneling attempts, improperly closing the surgical site, using inappropriate tools, not prescribing antibiotics pre-operatively, the patient having contraindicating conditions, and interference from a non-curonix device have been ruled out as potential causes. However, off-label use was identified as the devices were implanted in the craniofacial region at the occipital nerve. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev. 7 "the freedom pns system is not intended to treat pain in the craniofacial region." A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. Although the cause of the abscesses is unknown, off-label use was identified as the devices were implanted in the craniofacial region (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported they went to the emergency department and was found to have multiple abscesses. Additionally, the patient had a reaction to the dressings. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2025.